Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a malfunctioned downstream occlusion sensor. Review of the event history log (ehl) showed incorrect date/time. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced and the correct date/time was updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited an issue. During physical inspection of the device, it was found that there was an issue with the downstream occlusion sensor. There was unknown patient involvement, no patient injury was reported.